Event description:
Customer reported five incidents of cracked headers at the luer lock connection, noted during patient's dialysis treatments. The customer stated that they started noticing the cracked headers in 2001. The number of uses for the reported dialyzers range from 3 to 17. The approximate blood loss was 100cc-250cc. No patient injury or medical intervention was reported by the customer.